Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light transmission was lost or too low due to broken light guide bundle of the video cable section and leakage current was inadequate due to broken charged coupled device unit. However, the most probable cause for broken charged coupled device unit and broken light guide bundle was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the rigid video laparoscope exhibited lost or too low light transmission and inadequate leakage current. There was no patient involvement.